Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system had a database issue.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a database synchronization failure. A field service engineer remoted into the station and determined that it was not syncing, exited to windows, deleted the database, repaired the med application, performed a full synchronization for the station, and confirmed that the station was working properly. The system functioned as intended after the field service engineer repaired the device.